Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The customer treated the high blood glucose with manual injections. The customer stated that her infusion set fell off and that was why she ran high. The customer was advised that she will see larger differences after a meal or bolus delivery and when arrows are present on graph.